Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump shows cassette error when no cassette is installed. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿pump shows cassette error when no cassette is installed" was not confirmed as the failure could not be replicated. The probable cause was unknown as no fault related to the complaint was found. Additionally, a bubbled downstream occlusion (dso) seal, a scratched lens and cracked battery door were found during visual inspection. The dso seal, lens and battery compartment were replaced. The pump was calibrated, and the performance verification test was performed. All tests passed within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.